Event description:
Reported issue: customer called stating the he has been using these catheters for 10+ years. He states that recently he has been having an issue with the catherters deflating and falling out. He stated that he does have a issue with kidney stones. However, being that he is a quadriplegic he do not pass them they have to be surgical removed.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no sample returned to further investigate the cause of catheter deflating and falling out from patient's bladder. However, without returned actual sample, the actual phenomenon which could lead to leak could not be determined and associate it with any of the above-mentioned root cause. 100% leak test was conducted to inspect the product and such failure in manufacturing could be detected. Since there was no product returned, therefore this complaint could not be confirmed.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor, and trend related events.

Event description:
Reported issue: customer called stating that he has been using these catheters for 10+ years. He states that recently he has been having an issue with the catheters deflating and falling out. He stated that he does have a issue with kidney stones. However, being that he is a quadriplegic, he does not pass them, they have to be surgically removed.